Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was provided. A device history lot review is pending.

Event description:
The event occurred on an unspecified date and involved a secondary set, secure lock, with IV set hanger, 34 inch where it was reported there was a hole in the line closer to the drip chamber. There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
Investigation summary: no 146870489 product samples, videos or photographs were returned for investigation. The device history was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
B3 section.